Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) had a power on reset and bit flip. The ipg was interrogated and remains in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated an issue with diagnostic collection counters. Analysis of the device memory indicated that the atrial rate histogram data was missing/invalid. Analysis of the device memory indicated that the ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to calculate pacing percentage and some cardiac compass information was missing or incomplete. The patient had underwent radio therapy previously. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated an issue with diagnostic collection counters. Analysis of the device memory indicated that the atrial rate histogram data was missing/invalid. Analysis of the device memory indicated that the ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to calculate pacing percentage and some cardiac compass information was missing or incomplete. The patient had underwent radio therapy previously. The ipg remains in use. No patient complications have been reported as a result of this event.